Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. The rv lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.